Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message," replace sensor, " while wearing the adc freestyle libre sensor. On (B)(6) 2021, due to not being able to monitor blood glucose, the customer experienced hypoglycemia and had a loss of consciousness. Emergency services were called, and the customer was provided honey as a treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.